Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button on his insulin pump was not working. The patient's blood glucose at the time of incident is unknown. The device also had a blank display. The customer mentioned a past instance of a no delivery alarm. No products were returned or replaced at this time.